Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Unknown if patient anatomy met criteria for indications for use. No conclusion can be drawn at this time.

Event description:
Implant of a bifurcated device 28-16-140bl was uneventful. After placing the bifurcated device the physician was unable to re-advance the sheath to place a 34-34-80le (express) proximal extension. A 34 stand alone device from the contralateral side was attempted but there were issues accessing on this side. An amplatzer plug was placed on the ipsilateral side to occlude the right hypogastric but the plug was getting caught between the delivery system and the ipsilateral limb, preventing the sheath from advancing. After ballooning and several attempts to pass a proximal cuff, it was decided to convert to open repair.